Event description:
Patient had vaginal delivery. During repair of vaginal laceration, ethicon 4-0 suture needle (sh 26mm 1/2c taper) broke in half. X-ray done which revealed needle, removed by physician.what was the original intended procedure?repair of vaginal laceration.device #1is this a laboratory device or laboratory test?no.